Event description:
It was reported that the patient was experiencing inadequate and non-target stimulation despite reprogramming. Fluoroscopy was taken and showed that the lead migrated. The patient underwent a lead revision procedure wherein a lead was added. The patient did great with programming and was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 7078277.